Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. A 16x3.0mm liberte bare stent delivery system (sds) was removed from the packaging and it was noted that the stent was not correctly crimped on the balloon. The stent struts were sticking out. The procedure was completed with another of the same device. There were no patient complications and the patient's status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. A 16x3.0mm liberte bare stent delivery system (sds) was removed from the packaging and it was noted that the stent was not correctly crimped on the balloon. The stent struts were sticking out. The procedure was completed with another of the same device. There were no patient complications and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the delivery catheter found that the stent was detached from the delivery balloon and was returned in a plastic container. The stent was stretched and flattened. An examination of the balloon found a clear impression of where the stent had been crimped initially. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).